Manufacturer narrative:
The supplemental medwatch should have indicated "recall" the supplemental medwatch should have indicated - 3015876-02/08/2013-001c.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer sent their device to physio-control. During device evaluation, physio observed that the device had the charge-pak, attention and service wrench icons in the readiness display. The device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  The cause of the reported issue was due to an electrically leaky filter, designator fl9 from the analog pcb assembly.  The leaky filter caused the internal hlc batteries to become depleted.  Additionally, it was observed that cells bt1 and bt2 of the internal hlc batteries would no longer take or hold a charge.